Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00008; 3006705815-2022-00009. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered high impedance in one of the patient's lead contacts. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address the issue. It is unknown which lead is related to the issue. Therefore, all the devices are being reported.